Event description:
Philips received a complaint on the efficia cm10 monitor stating a speaker malfunctioning error and there is no sound. The device was not in clinical use at time of event; there was no patient involvement.

Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and found the issue was due to a loose speaker cable. The issue was resolved the reconnecting the speaker cable. Based on the information available and the testing conducted, the cause of the reported problem was a loose speaker cable. The reported no sound problem was confirmed. The device was operational after reconnecting the speaker cable.